Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on properly) has been confirmed. As received, the monitor would not power on past the splash screen and was resetting. The cause of the problem has been isolated to the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) old female patient contacted zoll customer support to report that when she put her device on, it made a long high pitched beeping noise and would not power on properly. The patient was issued a replacement monitor.